Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he just put on his insulin pump last monday and since last thursday, his blood glucose keeps going up. Customer stated that he isn't receiving any alarms. Customer stated that he did not want to troubleshoot. Customer believed that the pump was working but his body was not absorbing correctly. Customer's last blood glucose was over 600 mg/dl. Customer corrected with a manual injection. Customer called again and stated that the pump worked for 3 days and he tried different areas. Customer stated that it is working now and his health care professional advised him to call for quick sets to try and a serter.